Event description:
I need to return a faulty aquatec orca reclining bathlift (s/n (B)(4)) for inspection. I need this bathlift to be investigated, not just repaired or replaced, as a locking pin broke off in use and the client fell in the bath.

Manufacturer narrative:
The orca bathlift is the same /similar to products which are manufactured and/or marketed by (B)(4) in the u.s. The orca bathlift is manufactured by aquatek and is sold through an external distributor in the us, (B)(4) has never sold this product anywhere in the us.